Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "no active sensor," while using the adc freestyle libre 2 sensor. As a result, on (B)(6) 2021, the customer stated that she "was not able to check her glucose which is already dropping down" and was provided an injection of glucagon, by her mother, who is a nurse, for the treatment of hypoglycemia. There is no further information was provided. There was no report of death or permanent injury.